Manufacturer narrative:
Insulin pump passed off no power test, a21 error test, displacement test and rewind test. The operating currents were in specification. Insulin pump received with missing horizontal line segments due to cracked zebra connector on lcd board. Motor error alarmed during basic occlusion test due to moisture damage on fsr noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and stained end cap sticker. Moisture damage on all electronic assemblies noted. Corrosion on motor assembly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a partial display. Customer's blood glucose levels were not included in the report. Customer reported that replacing the battery did not resolve the issue. Product is being returned and replaced.